Event description:
It was reported that, during a tka, the pin of the gii a/r fem sizing guide could not fit thru the sizing guide ((B)(4)). A gii quick connect handle could not stay engaged in block ((B)(4)). A gii univ ps femoral impactor broke while engaging ((B)(4)). The ring of the gii patellar reamer shaft was dislodged/came off, not sealed properly ((B)(4)). Instruments inside the patient. The procedure was completed without delay using a s+n back-up devices. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms one of the bumpers broke off the device. The broken piece was returned with the device. The device exhibits signs of significant wear/ usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device exhibit signs of significant wear and usage. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.